Manufacturer narrative:
G4:11feb2021. B4:17feb2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer that the alarm led(light emitting diode) failure's recommended repair is to replace the power switch overlay. The customer's bio-med replaced the power switch overlay to resolve the issue and bring the device back to functionality. A similar investigation was performed, and the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
It was reported to philips that when the device was activated there was a alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.